Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open and was not clicked when user tried to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half height drawer 3.2 was not unlocking and did not make sound when tried to recover. A field service engineer (fse) powered off the station, opened back panel and found loose solenoid connection. Further the fse reseated the connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.